Event description:
Received info stating customer received a pump message then the pump unexpectedly shut off. The contact plugged the pump into a power source and saw 5% on the battery gauge and then 95% and a message indicated the pump had been reset. Reportedly, the customer's pump was dropped.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up report will be submitted if the device is received. T:slim user guide indicates that pump is to be used with individuals 12 years and greater. Patient is (B)(6).